Event description:
It was reported that this right ventricular (rv) lead exhibited increased pacing thresholds and loss of capture. The patient didn't experience asystole. A revision procedure was performed and the lead was repositioned. This rv lead remains in service. No additional adverse patient effects were reported.